Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rqvf, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported having multiple accidents on (B)(6) 2015 and before that had not had any problems. She was not feeling stimulation, but said it was on and at 3.5 volts. She increased to 4.4 volts and felt stimulation. The patient later reported that the increase in stimulation resolved the issue with accidents. However, she now had frequent urination issues. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.